Event description:
It was reported the pt has been receiving inadequate coverage. It was also reported the pt has been experiencing abdominal stimulation. Reprogramming was unsuccessful. The pt's doctor believes the lead has migrated. The pt will be referred to another doctor for surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.